Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No drive motor error or abnormal motor rewind noted during testing. Unit successfully downloaded to thump. Verified the pump alarmed pump error 41 on (B)(6) 2025 09:50:01.000 in pump downloaded history. Verified the pump alarmed pump error 43 on (B)(6) 2025 09:50:01.000 in pump downloaded history. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, pillowing keypad overlay and cracked keypad overlay. The sc1 cap/reservoir does lock properly. Pump passed all required testing. The pump history download history confirmed the pump alarmed pump error 43 due to moisture damage to the electronic assemblies. The pump history download history confirmed the pump alarmed pump error 41 due to moisture damage to the electronic assemblies. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 41 (motor power supply voltage error detected) multiple times. This is measured before each single insulin pump stroke and then continually measured periodically during the entire motor driving period (pump error 43: an error in the motor was detected by reading an unexpected value from the hall sensor). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. No harm requiring medical intervention was reported. The product mmt-1885 was returned for analysis.